Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system displayed an error message stating "software version mismatch error. Firmware version unknown. Do not proceed". The site rebooted the system and the same error message appeared and they were unable to go into 2d mode. Technical services (ts) had the site check the umbilical connection, shut the system down, disconnect the umbilical, and boot the image acquisition system (ias) and mobile view station (mvs) up separately. Once booted and in standalone mode, ts had the site plug the umbilical connection back in and the system connected with no error message. No patient was present.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01065, software version #: 4.1.0 h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: g2 updated to accurately reflect the report source for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.